Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 2.50 x 19mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a stent was placed, the opticross imaging catheter was advanced to see if the stent was well apposed to the vessel wall. However, it was noted that the catheter tip was cracked and would stick with the guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition post procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. The telescope was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Microscopic inspection revealed damage on the guidewire exit port assembly.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed, 2.50 x 19mm target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. After a stent was placed, the opticross imaging catheter was advanced to see if the stent was well apposed to the vessel wall. However, it was noted that the catheter tip was cracked and would stick with the guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition post procedure was stable.